Manufacturer narrative:
The suspect catheter has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt), the catheter used was found to have a brown tip. The issue was found at the end of the procedure. There was no reported delay to the procedure due to this issue. No additional information was provided.

Manufacturer narrative:
Additional information: there was no impact on patient outcome.

Manufacturer narrative:
The analysis on the suspect catheter was completed by medtronic personnel. Visual inspection found that the tip of the catheter was charred. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.